Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 3%, in less than one day. Reportedly, the battery gauge increased to 100% without being connected to a power source. There was no impact to the customer's blood glucose level. It was noted that the customer would continue to use the pump until replacement pump is received.